Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that they had surgery to rebuild their pocket for ins on (B)(6) 2021. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient had never turned her device off, and their  doctor wants them to turn the stimulation  off to test it. Patient further stated that the doctor is going to reposition the stimulator because patient has an unrelated medical history that caused them t lost 30 pounds and the device tips sitting on her sciatic nerve and causing them pain. The doctor wants to put it back up and see how it does. Patient had been going to a pain doctor but she never had though about the device causing her the pain. The patient has had the issue since (B)(6) 2020.  Did not troubleshoot on the call just walked caller through how to confirm her stimulation was turned off. The issue was not resolved through troubleshooting. Confirmed the stim was off.  No further complications were reported/anticipated at this time.